Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited error 1660. It was also reported that the pump was powered off and on and program was lost. No patient consequences were reported in this event. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).